Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
After the plate was implanted into the patient it was discovered the plate pulled away from the bone. When the doctor removed the device from the patient the screws were still locked into the plate, and the plate was intact.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.